Event description:
A peritoneal dialysis patient called in with reports of the cycler not draining. Treatment records were reviewed. Drain 0: 52 ml; fill 1: 2508, drain 1: 5559 ml; fill 2: 1759, drain 2: 5723 ml. The reported drain volume of 5559 ml was 222% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.